Manufacturer narrative:
The main device, other concomitant products include: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml of morphine via an implantable pump for non-malignant pain and other non-malignant pain. On (B)(6), it was reported that the patient's pump had reached end of service (eos) on (B)(6). At the patient's last refill, it was noted that the pump would need to be replaced by (B)(6). The patient was reportedly in the hospital with extreme pain since the pump reached eos. It was requested that a manufacturer's representative assist in the pump replacement procedure. No further complications were reported.